Event description:
A report was rec'd that stated that pt rec'd insufficient local anesthesia when the suspect medical device was used. It was necessary to place the pt under general anesthesia during the procedure.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.